Event description:
It was reported to tyco healthcare/kendall on august 8, 2006, that a customer had a problem with a dialysis catheter. The customer states "after the guide wire was placed the needle was withdrawn. After the manhurker catheter was inserted and correctly placed the doctor wasn't able to withdraw the guidewire through the catheter. There was resistance so the doctor decided to withdraw the guidewire and the catheter in combination. After the guide wire was outside the pt, he could see the torn off guide wire. They had to x-ray to locate the remaining part of the guide wire. A cardiac/vascular surgeon also was called to assess the situation. Due to the risk of an operation (the clavicle must be cut through) they decided to make a planned angiography for the next day to rescue the remaining part."